Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/18/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the device. A mechanical evaluation was conducted. The device was attached to a reference blade with no physical or visual difficulties observed. The knob was tightened to position of the arm of the device. The arm locked into place. Based on the returned condition of the device as well as the evaluation results, the reported failure "positioning problem" was not confirmed. The lot #3000213219 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to 703882 and 703885 (same patient) the hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer cable could not be tightened down to hold position. Another device was opened up to complete the procedure. No harm to patient.